Event description:
Pt undergoing chemotherapy, attempts at infusing chemo unsuccessful with thoughts that catheter had infiltrated. X-rays showed the catheter had broken and had embolized to what appeared to be the pulmonary artery. Surgical intervention required to remove device and embolized portion of the catheter.